Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. Chronically high pacing thresholds were noted on the right ventricular (rv) and left ventricular (lv) leads. The rv lead was capped and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.